Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the opposite side of the lesion. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous left popliteal artery (pop). Following a non-bsc introducer sheath and a non-bsc guide wire crossed the lesion, a 5.0 x 40, 135cm mustang balloon catheter was selected and advanced to dilate the target lesion. The physician started to inflate the device for 10 seconds but felt something different while doing that. The device was confirmed to be ruptured under fluoroscopic control and was then removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.